Event description:
The plaintiff's attorney alleged the decedent experienced shortness of breath on (B)(6) 2012. After the use of the product and on or about (B)(6) 2012, the decedent was found unresponsive. Thereafter, the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012.

Manufacturer narrative:
This is one event (death) of three events reported for the same pt involving two separate products: associated mdrs # 1225714-2013-02601, 1225714-2013-02602, 1225714-2013-02603, 1225714-2013-02604, 1225714-2013-02605, 1225714-2013-02606.